Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250ml exactamix eva (ethyl vinyl acetate) bags were leaking from the middle port. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: additional information : the number was manufactured april 16, 2018 -- april 17, 2018. One sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak at the spike port cap. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.